Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but while being inserted, the lens flipped and was going into the patient's eye upside down. The lens was partially inserted and was removed within the same surgery, with no patient injury. The surgeon noted a small tear on one of the lens haptics when removed. The reporter stated the backup lens was implanted with no problem and the patient is doing fine.

Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - this complaint file states that the lens "lens flipped during insertion, and was going into the eye upside down ". There is no information to determine if there was any malfunction of the insertion system, but a work-order search showed no similar complaints. There is no information to determine whether misplacement of the lens was due to improper lens loading or surgeon handling either. The nick in the haptic flange occurred very likely during explantation. There is no information in the report about the damage. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).